Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure, a farawave catheter was selected for use. From the start of the procedure, a mild to moderate pericardial effusion was observed on intracardiac echocardiography (ice). The pfa procedure was completed using ice and fluoroscopy. The physician performed the post-map and deemed the pulmonary vein isolation (pvi) successful. When the physician began to map near the mitral valve, the patient's blood pressure decreased. The physician then moved to the right atrium (ra) and began mapping when he noticed that the pericardial effusion had increased in size near the right ventricle (rv). A pericardiocentesis was performed, the patient was stabilized and sent to the intensive care unit (ICU). The patient was discharged and was expected to fully recover from the event. The device is not expected to return for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.